Event description:
It was reported that on march 16, 2026, a 27mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system. The patient presented with a native valve of 75.9mm in perimeter. Pre dilatation was performed twice using a balloon valvuloplasty (bvp) with a 23mm semi compliant balloon. The valve was implanted at a depth of 0mm. It was noted that at 80% deployment, the implanter switched to left anterior oblique (lao) view and confirmed with stent pararallax removed that the implant depth was at an acceptable level below annulus in that view. However, the valve appeared constrained (infold). In the physician¿s opinion, the valve infolded due to a huge calcium block on the left coronary cusp, which went deep into left ventricular outflow tract (lvot). Post bvp was performed twice with a 23mm balloon. The post gradient was greater than 100 mmhg and the balloon was still infolded. The constraint valve (infold) and high gradient (mean gradient >100mmhg) led to the diagnosis of an aortic stenosis. A 26mm sapien 3 ultra valve was then placed below the navitor. However, during the opening of the sapien, the navitor with the sapien dislocated and embolized into the aorta ascendens, where the sapien landed at 5mm above the annulus. The patient¿s gradient was less than 10mmhg. Another sapien was then successfully placed below the first sapien. The second sapien stayed as intended. The patient was noted to be hemodynamically stable throughout the procedure, and the coronaries were well perfused. The patient was reported to be stable and recovering. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.